Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the right ventricular lead had moved when removing the stylet, resulting in high capture thresholds. When attempting to reposition the lead it was noted that the helix would not deploy and the stylet was stuck inside the lead lumen. The lead was removed and replaced. The procedure was completed without complications.